Event description:
The customer contacted physio-control to report that their device display went blank and shock was not delivered. A blank display can be indicative of a device lock up condition and as a result, defibrillation therapy may be unavailable, if it is needed. The customer was unable to provide any further information for the event or the patient.

Manufacturer narrative:
Supplemental medwatch report 001 indicates: physio control evaluated the customers device and verified that the device delivered energy in monophasic mode and at times did not power on. It was observed that the system pcb assembly and therapy connectors were loose and not fully seated. They were reseated, and the reported issue was no longer able to be duplicated. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio determined that the loose connectors were the cause of the reported issue. Supplemental medwatch report 001 should indicate: physio control evaluated the customer's device and the originally reported issue of the device screen going blank after charging and not delivering a shock was not verified. Upon further troubleshooting, it was observed that the device would not turn on and, when tested on a mockup, the device was only delivering a monophasic shock. This issue of device not turning on and delivering a monophasic shock was isolated by the service technician to a loose connection that wasn't fully seated between the system pcba and therapy pcba. The cause of the device screen going blank is unknown but it may also be due to a loose connection between the system pcba and the therapy pcba (reference designator wo1). Proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Manufacturer narrative:
Physio control evaluated the customers device and verified that the device delivered energy in monophasic mode and at times did not power on. It was observed that the system pcb assembly and therapy connectors were loose and not fully seated. They were reseated, and the reported issue was no longer able to be duplicated. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio determined that the loose connectors were the cause of the reported issue.

Event description:
The customer contacted physio-control to report that their device display went blank and shock was not delivered. A blank display can be indicative of a device lock up condition and as a result, defibrillation therapy may be unavailable, if it is needed. The customer was unable to provide any further information for the event or the patient.